Manufacturer narrative:
This report is submitted on april 12, 2024.

Event description:
Per the clinic, the device explanted on (B)(6) 2024, due to incorrect device placement. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.